Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The threshold was unstable, so the patient was being monitored after surgery. As no improvement was seen, the lead was explanted and replaced.